Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the lower abdomen on (B)(6) 2017 using a cooladvantage plus applicator, to the upper abdomen on (B)(6) 2017 using a cooladvantage applicator, to both sides of the chest on (B)(6) 2017 using a cooladvatage applicator, and to the flanks on (B)(6) 2017 using a cooladvatage applicator. The patient noticed an initial improvement at about 4-6 weeks post treatment but subsequently the treated areas began to increase in size and become noticeably firmer. The patient was diagnosed with paradoxical hyperplasia (pah/ph) to the lower abdomen, flanks, and chest on (B)(6) 2018.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the lower abdomen on (B)(6) 2017 using a cooladvantage plus applicator, to the upper abdomen on (B)(6) 2017 using a cooladvantage applicator, to both sides of the chest on (B)(6) 2017 using a cooladvatage applicator, and to the flanks on (B)(6) 2017 using a cooladvatage applicator. The patient noticed an initial improvement at about 4-6 weeks post treatment but subsequently the treated areas began to increase in size and become noticeably firmer. The patient was diagnosed with paradoxical hyperplasia (pah/ph) to the lower abdomen, flanks, and chest on (B)(6) 2018.